Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance. Upon repositioning the device, it was noted that its helix had sprung. The device was noted used and a new one was implanted. There were no patient consequences.